Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call of keypad issues with their daughter's insulin pump. Customer states buttons on the key pad are unresponsive. The patients' blood glucose level was unknown. Customer was advised to discontinue use of pump, and that the pump would need to be replaced. The insulin pump is being replaced, but not returned. The insulin pump is being replaced and returned.